Event description:
Began using a new gel pad in the operating room about 8-9 months ago. After bringing this product in, one associate has experienced several asthma attacks while caring for a patient using this product. It was discovered about two weeks ago that this was the product triggering the attacks. Per the (B)(6), she was opening new gel pads and the smell of them was very strong. The nurse who had been suffering the asthma attacks, started with another attack right away. Another associate in the area who does not suffer from asthma also began to immediately start coughing. That associate was fine when she left the area, the first associate required treatment from occupational health. According the director, the smell eventually lessens over time after multiple cleanings. The thought is that the odor is getting trapped under the drapes and when they go to remove them, they are taking in a concentrated amount of the odor which is what was triggering the asthma attacks. Gel pad indicates it is made of akton, viscoelastic, and polymer. It indicates that it is latex and plasticizer free.